Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a critical battery alarm resulting in a controller exchange. The controller and four (4) batteries were replaced and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. The controller did not reveal to have any functional or visual defects although review of the log files confirmed the occurrence of a critical battery alarm. Two of the returned batteries failed functional testing as a result of lack of reliability. These batteries did not contribute to the reported event as confirmed per log file analysis and therefore the discovery of the failure is an incidental finding. The remaining batteries passed visual and functional testing; log file review, however, demonstrated the presence of one of the batteries during the critical battery alarm event. Although the controller and some of the batteries passed both, visual and functional testing, and were not specifically involved in the critical battery alarm event, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack and communication anomalies between the controller and batteries.. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is five of five reports 3007042319-2015-03941, 3007042319-2015-03942, 3007042319-2015-03943, 3007042319-2015-03944, and 3007042319- 2015-03945 submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller had a 'critical battery alarm'. Additionally, the controller was observed to be unexpectedly switching the active power source and showed [?]low battery alarms' when fully charged batteries were connected. The patient also stated that [?]battery disconnect alarms' occurred even though both batteries were connected correctly. The hospital performed a controller exchange in the clinic. The controller and four (4) batteries were removed from service and the patient was issued replacement devices. The controller and four batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.